Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead was explanted due to infection. The patient was treated with intravenous antibiotic. There were no patient consequences.